Event description:
The abbott assay r&d team reported that an ethanol transfer error occurred. Upon inspection of the instrument it was noted that the needles of the ethanol cradle were sticking out. It was reported that the issue was noticed when only about 500ml of ethanol was transferred instead of a full bottle. The ethanol cradle was very dirty and seemed to have friction when the button was pushed to release the bottle. The ethanol cradle was replaced and the issue was resolved. There was no patient involvement in this event. There were no injuries reported as a result of the exposed needle.

Manufacturer narrative:
An elevated complaint investigation will be performed; a follow-up report will be submitted once the investigation is complete.

Event description:
Ethanol cradle was removed following the associated service manual. The abbott field service engineer (fse) cleaned the ethanol cradle and successfully reinstalled it back on the alinity m system

Manufacturer narrative:
Investigation into this complaint included a service history review, quality data review, and a complaint history review. The investigation is as follows: service history review: a service history review showed there were no prior service tickets on this alinity m system related to an error during transfer of ethanol in the systems solution drawer and the needles of the ethanol cradle exposed. Quality data review / review of existing data: nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to an ethanol cradle with exposed needles, on an alinity m system, as documented in the ticket under review in this investigation. The query identified no quality records that met the search criteria. Alinity m system operations manual: review of applicable labeling documentation concluded that current labeling provides descriptions and instructions for replacing system solutions bottles and associated hazards (chemical and sharps). Labeling describes first aid procedures for a puncture wound. Labeling also does not provide any instructions which indicate that a user should ever be required to interact with the system solution cradles internal mechanisms, such as the needle. There is labeling on the system or in associated system documentation warning a user that a potential exposure to a sharp object exists in the system solutions drawer. Complaint history review: a complaint search was performed to identify past complaint tickets for any instances of needles on the cradle(s) exposed in the systems solutions drawer on the alinity m system, being exposed. There were no additional complaint tickets related to the issue in the complaint ticket under investigation which documents an instance of exposed needles from a cradle in the systems solutions drawer of an alinity m system. Complaint trending was reviewed. A trend violation was not identified, and the upper control limit was not exceeded for the alinity m system. Based on the current investigation, the complaint was dispositioned as confirmed. Based on the result of the investigation, a product deficiency was identified for the alinity m system. Additional actions will be taken if deemed necessary by the risk assessment team following their review. At the time of this report, no additional actions are required to complete this complaint record. B5 corrected to include additional information regarding the resolution of the reported event.